Event description:
It was reported that, during a meniscal repair surgery, both anchors from the fast-fix 360 curved needle delivery system deployed together. Both ts were removed from the meniscus. A s&n back-up device was available to complete the procedure, with neither significant surgical delay nor patient injuries as consequences of the alleged malfunction.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows both ts are free from the delivery needle. The actuator is its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended.